Event description:
Boston scientific received info that the right atrial (ra) lead did exhibit variance in pacing impedance between 1500-1800 ohms and variance in threshold measurements as well. The boston scientific local area sales representative thought this lead may have been nicked. The sales representative confirmed that there wasn't evidence of a connection issue, per measurements via the pacing system analyzer. The boston scientific technical services consultant could not identify a specific lead issue, but did state that there was likely an issue of concern with the variance in threshold. This lead was surgically modified. If new info were to become available, this report will be further evaluated and updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.